Event description:
It was reported that patient experienced pain at ipg pocket site. As a result, surgical intervention was undertaken wherein the ipg was relocated to the abdomen. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. Reporter-phone number (B)(6). During processing of this incident, attempts were made to obtain complete event, and device information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.